Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
(B)(4). The customer reported that the ac power module had failed. A new module was sent to the customer, and this resolved the failure.